Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide is kinked. No patient harm. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide is kinked. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheter set for analysis. Signs of use in the form of a dried white substance was observed on the guide wire tubing. Visual analysis revealed that the guide wire was kinked in two locations across the body. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were spherical and intact. The kinks on the guide wire measured 200mm and 288mm from the proximal weld. The guide wire total length measured 350mm which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured 0.51mm which is within the specification limits of 0.508mm-0.533mm per the guide wire graphic. The IFU provided with the kit informs the user, "thread tip of indwelling catheter over spring-wire guide". The guide wire was inserted through the distal tip of the returned catheter. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked in two locations. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event.